Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5161753 diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 11/26/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On 10/21/2024, the patient experienced diaphoresis and ambulation difficulties. The cgm was reading 118 mg/dl and the spouse assisted in checking the blood glucose which was 42 mg/dl. The patient was given carbohydrates. The patient uses an unspecified pump in hybrid-closed loop. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.